Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump that was reported to not alarm for air in line. There was no report of harm. No additional information was received.